Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they was in emergency room for an unknown reason. The customer¿s blood glucose level was unknown. Customer reported that the battery cap was damaged. The insulin pump will not be returned for analysis.